Event description:
The customer stated that he tested his blood glucose using his breeze2 meter and a non-bayer meter. The breeze2 meter read 423 mg/dl, while the other meter read 169mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the breeze2 system to be operating as designed, so no product will be returned for eval.